Event description:
A user facility report received from the (B)(6) registry stated "acute elevation in plasma hemoglobin and suspected pump thrombus with renal and hepatic failure." The device tracking form indicated that the patient expired on (B)(6) 2013 due to renal failure.

Manufacturer narrative:
A specific cause for the reported pump thrombosis, hemolysis, renal failure, and hepatic failure could not be determined. Attempts by the manufacturer to obtain additional information regarding the event, including a request for product return, were unsuccessful. Based on the information available, and due to the device not being returned for analysis, no conclusion could be drawn as to the cause of the reported event. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The patient expired. The attached user facility report #(B)(4) was received from the (B)(6) registry. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.